Manufacturer narrative:
A visual examination of the device revealed a tear of the lumen near the hub of the catheter. The returned device was forwarded to medcomp engineering for further evaluation. The sample was examined under a microscope and measurements of the lumen profile were taken. The lumen diameters and wall thickness were found to be within specification. Visual inspection of the catheter during placement would have identified any external damage to the catheter caused during manufacturing or transit. The cut in the lumen is abnormal. The use of hemostats may have contributed to the failure mode. Based on the information provided by the facility and the investigation, the root cause of this issue cannot be determined.

Manufacturer narrative:
Additional information and the device sample have been requested.

Event description:
Facility reported the double lumen catheter broke.